Event description:
Per dealer the push button on the back brace will not work, dealer does not have lot number to place order or know if it is under warranty, tbm is going to advise we need this information before we can proceed.